Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider confirming the therapy was intact, device functional and no problems with programming. The only issues are the patient's discomfort and difficulty charging. The cause of the recharging difficulties remain unknown. The healthcare provider recommended the patient to contact the manufacturer for advice on improving recharging.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient (pt) experienced difficulties recharging their implantable neurostimulator (ins). Pt stated the device required precise positioning, within a quarter of an inch, to charge effectively. They would get excellent connection while charging and then when they take their left hand off of it starts looking for the unit again. Pt started charging on call and initially had good connection, but then recharger would disconnect when they raised their right arm. Pt states their ins appeared to have moved within the muscle of their chest, as they could feel the implant easily. Pt mentioned using a large wrap with a sling to hold the recharger in position, even when using the recharging drape. Additionally, they noted inconsistent charging durations, ranging from 20 minutes to two hours when charging from 50% to 75%. Pt has a heart monitor and confirmed no recent trauma to the implant site or exposure to significant electromagnetic interference, aside from a small fluorescent magnifying light and a laptop. Pt had a previous visit with their neurologist due to charging issues and mentioned that their therapy settings had been adjusted by their managing neurologist the previous week. During call, pt was able to achieve a good recharging connection after repositioning the recharger a nd lowering their arm., they were advised on recharging best practices and planned to continue monitoring the charge quality and duration. No symptoms were reported.